Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The pt moved in december and they could never find their equipment and once they got the new dtc they charged the insr and when they used it, it jumped up and down for it showed a battery fully charged when they hit stimulation on; pt noticed this when before the weekend. Pt last charged their ins before they moved in december. During call pt could not verify the screen they were getting on the insr since pt needed help for they had both shoulders replaced. Ps understood and reviewed with pt about over discharge. The patient was redirected to their healthcare provider to further address the issue. Pt took 10mg of oxycodone and they wore a pain patch to help with pain since they could not do any more surgeries. Pt called back stating that the device had been turned off since the movers lost the wire in december when they moved and they still hadn't found it. Pt stated that they called ps and that they were sent a replacement. Pt stated that they got the stimulator and that they wore the device all last night and the ins was charging with six to eight coupling bars filled in. Pt stated that the ins was showing as almost fully charged, however the lightning bolt wouldn't come on over the ins icon. Pt initially confirmed that they had both the recharger and the programmer, however pt stated later on that the movers lost the programmer and that they didn't know where the programmer was. Pt stated that they had major back damage and stuff and that anything helped. Pt noted that they had the recharger antenna paddle taped on their back. Pt stated that when they pressed the button on the recharger to turn the ins on, the recharger displayed a por message. Pt stated that the por message appeared just now today. Pss was unable to troubleshooting the por message or determine if the por message was informational or not since the pt did not have the programmer. Pss warm transferred the pt to sunmed for further assistance with a replacement programmer. Patient called regarding the message she is getting on the recharger screen. Patient stated getting the warning por message. Ps reviewed meaning of the message and recommend patient consult with hcp ofc regarding clearing the message. Patient stated she need to speak with sunmed regarding ordering the mystim pp. Ps transfer patient to sunmed que due to long hold time. Additional information was received from the patient. The patient reiterated previously stated information it was reported that the patient kept getting poor communication screen. (B)(6) 2022 (B)(4) (rep, con): additional information was received from the manufacturer representative (rep). It was reported that the ins was overdischarged. Successful jumpstart. The issue was resolved. Additional information received. The reason for call was pt mentioned they had moved and forgot to charge their ins ((B)(4)) for over a year, but when they tried to charge their ins earlier this year, the ins would not take a charge. Pt said movers had lost a lot of stuff during the move. Pt said they called mdt rep. Via phone and the pt and mdt rep. Could not get ins to charge. Pt decided to have ins replaced and got implanted with another spinal cord stimulator (scs) ((B)(4), recorded on pt record). Patient services specialist (pss) documenting reported event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.